Event description:
Nova gen 2 glucometers with repeated issues connecting to networks and downloading results leading to manual entry of results, potential delays in care. Meters are sometimes needing to be reset multiple times causing patients to have multiple samples collected.